Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v335180, implanted: (B)(6) 2009, product type lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2014, product type programmer, patient. (B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was taken out on (B)(6) 2014 because the patient was having a lot of pain where it was implanted in the vaginal area. Device registration indicated that the patient had the implant on (B)(6) 2014 but the patient thought that it was on (B)(6) 2014 instead. The patient had an appointment tomorrow with their primary health care provider (hcp) for a reason unrelated to the device. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.